Manufacturer narrative:
Intuitive surgical inc., (isi) received and evaluated the instrument. Investigation revealed that the pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure the cable on the fenestrated bipolar forceps instrument broke. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. The planned surgical procedure was completed.